Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection of the device components with unaided eye found no visible non-conformities. Simulated use testing was performed by assembling the deltoid needle component with the pro and cap. Needle was firmly seated on the needle-pro safety device per instructions for use and combo leak test performed. No leakage was observed at the mating luers; no needle detachment occurred. Based on the evaluation of the returned product and investigation results, the reported complaint is not confirmed. Root cause is most likely relevant to user technique.